Event description:
It was reported that the fenestrated bipolar forceps instrument had a part of the tip missing. The procedure was completed and there was no report of patient injury or fragment falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 14.27mm x 5mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken grip tip, and the detached fragment was not returned with the instrument. The complaint was confirmed by failure analysis the probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.